Manufacturer narrative:
Examination of the returned driver: the returned driver tip was examined and the damage seen is consistent with a torsional failure caused by exceeding the driver's torque capability. There are signs of twisting on the tip fragment which roughly align with the depth of the hexalobe in the mating screw. No other observations were noted which may have contributed to the torsional failure of the driver.

Event description:
It was reported: the surgeon was putting in his final proximal locking screws and he might have drilled his holes a little of axis. He was struggling to get the screws fully seated. He stood up and put a lot of torque on the screw to fully seat it and as he twisted the screw driver it broke. We discussed this after with him, and he was confused why the screws did not fully seat even drilling off axis since the screws are a differential metal. He thought that they should sit flush on the plate.